Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgment occurred. The 99% stenosed, proliferative, target lesion was located in the heavily calcified proximal left anterior descending (lad) artery. The lesion was pre-dilated with an apex 2.0mm balloon. Immediately after predilatation, the residual stenosis was 80-85%. An attempt was made to advance an express2 monorail coronary stent 2.25x12mm to the lesion site. Excessive force was used and there was only one attempt made to advance the stent delivery system but it would not cross the lesion site. The stent delivery system was removed from the patient and at that time, the physician noted the stent was off the delivery balloon and sitting in a portion of the sheath which was outside the patient. The device was disposed and a non-bsc 2.25mm stent was used to complete the procedure. There were no patient complications reported.